Event description:
While resident was screwing a screw into bone in patient's left elbow with a hand screwdriver, small piece from tip of screwdriver broke off. Small broken tip piece and star drive bit were recovered. X-ray was taken at end of case and read by radiologist as negative for pieces of screwdriver. Two broken pieces - star drive bit and small broken tip piece bagged, labeled.